Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unforunately, the explanted device was not returned for analysis; therefore, the root cause of this event cannot be confirmed. However, the healthcare provider has indicated that this event was due to patient related factors and not a device malfunction. The infection source was provided as (B)(6).

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year, 7 months. Further follow-up revealed that the explant was not related to a device malfunction but patient related. The device was explanted due to endocarditis, source streptococcus oralis. The device was replaced with another edwards bioprosthetic valve. No op report or other supporting information is available.